Event description:
The patient reported that they had three programs set up but could only use one. The other two programs did not work, they did not get good coverage and felt way worse if they did not use the one good program. The patient stated that their adaptive stim did not work when they tried to reset it. The patient would set it to 1.5 and left it there for 60 seconds but it would jack up on its own to over 4 and felt like a jack hammer going through their arm. The patient stated that they told their manufacturer representative (rep) and health care professional (hcp) and no one had done anything to help address the issues. The rep said that the patient had to wait for a few months before being able to get reprogrammed but was not reprogrammed yet. The patient stated that they had already turned adaptive stim off. On (B)(6) 2016 the rep reported that the patient was seen and reprogrammed. It was also clarified that they were not aware of any stimulation issues at their post-operative visit, they were not informed of these issues and did not see the patient at the patient's post-operative visit. Other relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.